Event description:
The customer reported that during a transfer using the sara stedy active floor lift, the patient fell out of the lift. As a result of the incident, the patient sustained a bump on the knee. The customer provided two serial numbers for the lift that may have been used during the event. And cannot confirm which device was used during the event. Therfore the second complaint was opened and registered under (B)(4), (9681684-2025-00008).

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
The UDI number is not available as the device was manufactured before UDI implementation. The patient was transferred with the assistance of a caregiver using the sara stedy active floor lift. It was reported that when transferring the patient from a bed, the patient was sitting too close to the edge of the stedy, so she tried to move back and the sara stedy moved forward and the patient fell. As a consequence of the event the patient sustained not serious injury- bump on the patient's knee. The facility is uncertain about the serial number of the lift, providing two potential numbers: (B)(6). This complaint record refers to (B)(6). The lift was inspected by the arjo technician, and no malfunction was found with castors brake. The instruction for use (IFU #001-12325-en) for the sara stedy device includes a section on transferring the patient to a bed with step-by-step instructions and graphical explanations on how the patient should be transferred. The IFU also includes information on how to position the patient on the sara stedy device: "position the sara stedy so that the patient¿s feet are placed on the footrest with knees comfortably against the kneepad." "Apply both castor brakes." In the care and maintenance section of the IFU, it states to: ¿make sure all castors rotate freely and the two rear brakes lock¿ (every day). ¿ensure that the castors are firmly secured to the chassis¿ (every week). ¿check front and rear castors regularly for hair and debris, clean when necessary¿ (every week). Based on information provided the castors brakes working correctly during the device inspection. There was no malfunction found that might lead to patient fall. The most probable root cause of the reported event is the incorrect position of the patient o sara stedy device. To sum up, it has been established that a floor lift was used for patient handling at the time of the event. No device malfunction was found which might led to patient fall. The complaint was decided to be reportable due to the allegation that the patient fell during the transfer.